Event description:
It was reported that the customer had blood glucose levels of 47mg/dl. Customer treated with juice. The customer also mentioned issues with sensor errors. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications also, performed the bicarbonate buffer test and the sensor failed due to low readings.